Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The system passed checkout and was performing as intended. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system is intermittently unable to perform a 3d spin. 2d is functioning as intended. No patient present at the time of event.